Event description:
The customer reported the burette cracked vertically and leaked while squeezing the burette to refill it during infusion. A new burette was hung and the infusion continued with no problems. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's report that the burette cracked and leaked. The set has been discarded and is not available for failure investigation.